Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient encountered the software problem message again later the same night of the last report ((B)(6) 2018). A couple of days later when he was charging the implantable neurostimulator, everything shut down as if someone pressed a reset button, meaning that the screen went blank. This has happened more than once. The patient controller battery was between 100% and 80% charge when this occurred. The patient had an appointment with his managing physician on the week of the report, and the doctor was not able to read the implantable neurostimulator, so he contacted the manufacturer representative. The manufacturer representative met with the patient and told him that either the patient controller or the battery pack was bad and that he was supposed to call for a replacement. The manufacturer representative read the implant and said that it read okay. The patient was sent a replacement patient controller and battery. Additional information was received from a consumer regarding the patient on 2018-dec-11. It was reported that the patient received a replacement patient controller and battery pack in (B)(6) 2018. The patient set up his new patient controller when he received it, but since that very evening, the patient has been encountering issues with the new patient controller and battery pack. It was noted that the patient controller vibrates and wakes him up in his sleep at 4am. The patient controller locks up when he tries to adjust his stimulation intensity. Additionally, the patient controller is showing ¿videos¿ and ¿pictures.¿ the patient noted that the patient controller is also showing a code with different phrases and terms and ¿is doing every strange thing in the world¿. The patient reported that it seems like it there is a bug in the system because he will see screens telling him to call the manufacturer. The patient controller has already frozen 5 times. The patient has already done patient controller resets and charged the battery packs. The patient controller freezes up when he is changing intensity and wouldn't change from that screen. The patient also sees a software problem screen: intellis, 3.0, 243, qf_port in addition to this screen, the patient stated that he sees ¿clinician¿ on his screen. The patient had spoken to his manufacturer representatives via text messaging on (B)(6) 2018 and then by phone on (B)(6) 2018. The patient is scheduled to meet with a manufacturer representative on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is seeing a software problem message on their controller. The patient stated he was trying to adjust his stimulation because it was too strong and the controller showed software problem. The patient stated he has spinal damage and had to turn up his stimulation pretty high to get relief and occasionally he will have to turn down the stimulation due to his position. The patient stated that today he got "shocking the tar out of him" and he is trying to stay cool about it. The patient reset their controller and the patient was able to adjust their stimulation to a comfortable setting. The patient stated he will be seeing a manufacturing representative (rep) soon and the rep will program adaptive stimulation for him and that will help. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID 97745bp, serial# unknown. Product type: accessory, product ID 97745, serial# (B)(4). Product type: programmer, patient product ID 97745, serial# (b)4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative and it was reported that they got the patient a replacement programmer. They patient relayed to them they had trouble with the programmer, but it had not caused them therapy problems. When t hey second programmer continued to have issues it was then relayed to them that they had therapy issues as well. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97745bp, serial# unknown, product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.